Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 11-nov-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that their leads fell on their left stomach a couple of months ago and their healthcare provider (hcp) repositioned their ins on (B)(6) 2025 and was turned on (B)(6) 2025. Patient mentioned that their vibration was going on their left breast. During the call agent guided patient on changing groups, patient was currently using group b where they felt the stimulation up to their left breast. Patient then changed to group a, stimulation on their left breast was gone. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected patient to their hcp if issue persisted. No symptoms were reported.